Event description:
It was reported by repair work order that the transfer drags and will not slide smoothly in the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed that the power load system was still operational and could be used in this condition. The issue was resolved for the customer by torquing the bolt that fastens the v-guide roller to meet torque specifications stated in the manual.

Event description:
It was reported by repair work order that the transfer drags and will not slide smoothly in the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.